Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8155927. Medical device expiration date: 2019-12-31. Device manufacture date: 2018-06-04. Medical device lot #: 8142544. Medical device expiration date: 2019-11-30. Device manufacture date: 2018-05-22. Medical device lot #: 7247539. Medical device expiration date: 2019-02-28. Device manufacture date: 2017-09-04. Medical device lot #: 8078727. Medical device expiration date: 2019-09-30. Device manufacture date: 2018-03-19. Medical device lot #: 8093983. Medical device expiration date: 2019-09-30. Device manufacture date: 2018-04-03. Medical device lot #: 8137740. Medical device expiration date: 2019-11-30. Device manufacture date: 2018-05-17. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes cap color differs too much, which makes the analyzer struggle to recognize it. This occurred on 100,000 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for color variation in the hemogard shield with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to color variation in the hemogard shield was also observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and retain samples, the customer¿s indicated failure mode for color variation in the hemogard shield with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes cap color differs too much, which makes the analyzer struggle to recognize it. This occurred on 100,000 separate occasions. No serious injury or medical intervention was reported.